Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user noted elevated glucose; the user stated their glucose was 100, consumed juice, and the glucose rose to 204 while using an ilet system, with the cause of hyperglycemia unclear. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.